Event description:
On 14-jan-2025 the beta bionics clinical diabetes specialist (cds) emailed on behalf of the user to report that the user was hospitalized on (B)(6) 2024 with "mild dka (diabetic ketoacidosis)." The user was treated with IV fluids and multiple daily injections (mdi). The user experienced chest pain and nausea during the event. On 14-jan-2025, the diabetes educator and the user contacted customer care to troubleshoot the ilet before the user was discharged from the hospital. The user reported experiencing continuous glucose monitor (cgm) connection issues before hospitalization, which had not previously occurred with past sensors as well as a "restart alert" that had occurred on (B)(6) 2025. After rebooting the pump, the alert did not reappear. The user was able to start a new dexcom g7 sensor and resumed insulin pump therapy.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.